Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective on/off switch that was replaced. Additionally, the lemo receptacle for the system interconnect cable was loose and required tightening and adjustment. Following those repairs, the system was tested fully and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had an issue with the power on switch not staying latched, and also reported to be unable to make an image.